Event description:
Revision surgery - the surgeon replaced the polyethylene insert in the right knee; reason unknown. It was determined that this revision was not reported at the time it occurred and was discovered as a result of the review and reporting of a revision that occurred on (B)(6) 2012.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms which required the replacement of the tibial insert after 9.4 years of patient use. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number: one due to stability/poor joint. This is the first complaint for this lot number. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.